Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Device nurse called with a question regarding this device that has had numerous resets upon interrogation. Standard trouble shooting protocol was unsuccessful. This was attempted twice with two different programmers. A reset of the device also was unsuccessful. Right now the plan is to have the patient return to the clinic in a month. The patient is not pacer dependent and currently in a-fib with a ventricular rare at 86 bpm. The device is in backup mode, vvi at 70 bpm. On (B)(6) 2016 patient returned to device clinic without any complications or issues. Device was reset without issue and with normal function.